Event description:
Ous MDR - after an implantation period of approximately 55 months, oversensing was reported. It was decided to replace the leads and a revision has been scheduled in the future. Should additional information become available this file will be updated.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the provided data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed the presence of noise on the ra and on the rv channel which led to vf detection as mentioned in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads would be necessary for a root cause investigation. Should additional information or the devices become available for analysis, the investigation will be updated.